Manufacturer narrative:
Livanova (B)(4) requested the lab test results to confirm the reported issue but they have not been received to date. However, the customer returned the heater cooler system 3t to undergo the deep disinfection procedure. The deep disinfection procedure was completed successfully on (B)(6) 2017. The device was sent back to the customer and taken back in service. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA. However, it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin group (B)(4) learned that the unit is still in within the operating room. The customer reported that disinfection cycles are performed in accordance with the instructions for use (IFU), and the samples were taken before a disinfection cycle was performed. The customer stated that the unit is available for return to sorin group (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t has repeatedly tested positive for mycobacterium gordonae. There is no known patient involvement.